Manufacturer narrative:
During use of a powerflex pro balloon it was reported that the balloon ruptured and separated in the patient. The physician attempted to snare the remaining portion of the balloon, but was unsuccessful. The patient required additional stenting to trap the balloon in the vessel. The separated portion of the balloon remained in the patient. The target lesion location was the superficial femoral artery (side unknown). The vessel was described as calcified. The balloon was used for post dilatation after placement of two 7x120 smart stents. There was no difficulty placing the stents in the lesion, and after placement, there was slight residual stenosis remaining. After properly inspected and prepping the balloon it was advanced for post-dilation. There was no difficulty advancing the balloon over the guidewire to reach the lesion. During inflation, the balloon ruptured (atmospheres unknown) and about 6mm of the balloon went downstream and became stuck in the vessel. An attempt to snare the portion of the balloon was unsuccessful and a stent was placed to trap the separated portion against the vessel wall. The brand of contrast used in the procedure was omnipaque 300. The contrast to saline ratio was 50/50. The type of inflation device used to inflate the balloon was a bsc encore indeflator. The target lesion was successfully treated. One non sterile catheter powerflexpro 7mm8cm 135 was received coiled inside a plastic bag. The distal section of the balloon was separated from the rest of the catheter. Inner body was separated and it was not received with the device. No other damages were noted in the device. A leak test was not performed due to the balloon separation. Sem: the balloon external surfaces exhibited evidence of elongations; elongation is a common characteristic of pieces which were stretched/ pulled until separation. The balloon internal surface exhibited no evidence of damaged. This balloon burst failure exhibited no other anomalies that could have caused the failure. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported ¿balloon burst¿ and ¿balloon separation¿ was confirmed through analysis of the returned device. However, the exact cause could not be conclusively determined. Based on the information available for review, vessel characteristics (calcification) may have contributed to the balloon burst leading to separation of the device. Controls are in place to prevent defective balloons from leaving the facility. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the design or manufacturing process. Therefore, no corrective/preventive action will be taken.

Event description:
During use of a powerflex pro balloon it was reported that the balloon ruptured and separated in the patient. The separated portion of the balloon remained in the patient. The patient is a (B)(6) male. The target lesion location was the superficial femoral artery (side unknown). The vessel was described as calcified. The balloon was used for post dilatation after placement of two 7x120 smart stents. There was no difficulty placing the stents in the lesion, and after placement there was slight residual stenosis remaining. After properly inspected and prepping the balloon it was advanced for post-dilation. There was no difficulty advancing the balloon over the guidewire to reach the lesion. During inflation the balloon ruptured (atmospheres unknown) and about 6mm of the balloon went downstream and became stuck in the vessel. The physician attempted to snare the remaining portion of the balloon, but was unsuccessful. The patient required additional stenting to trap the balloon in the vessel. The target lesion was successfully treated. The brand of contrast used in the procedure was omnipaque 300. The contrast to saline ratio was 50/50. The type of inflation device used to inflate the balloon was a bsc encore indeflator.

Manufacturer narrative:
The product was received for evaluation and testing on february 19, 2014. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.